Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 300 mg/dl. Customer reported that no delivery alarm had been and issue for a year and had gone through troubleshooting many times. It was found that customer tried all remedies with no resolution. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, error test and off no power test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.